Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, the approximating lever would not open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.